Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer service engineer (cse) inspected the device and could not duplicate the alleged malfunction. The ventilator passed all testing.